Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 700 mg/dl. The customer was admitted to the hospital. The customer was found unconscious on the bathroom floor. The customer cause of hospitalization was diabetic ketoacidosis. The customer was treated with insulin injections. Customer declined to troubleshoot for high blood glucose. Customer was assisted with inserting her infusion set.